Event description:
It was reported that the patient presented to the clinic for a follow up with symptoms of fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).